Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of three reports (same patient, same surgery, different product ids, different failure). This report is in regards to the 285330snd (ster. Ti screw and lock screw - 3.5mm x 30mm lgt). During the first time use of the tibiaxys ankle arthrodesis, it was reported that the talar screws went in fine but when trying to insert the tibial screws into the plate (150 020s), the heads of the surfix screws were rounding off or breaking. The surgeon drilled and chamfered the holes, however, he suggested that the bone was too hard for these screws. There was no patient injury or death alleged. There was an increase of 60 minutes in surgery time.